Manufacturer narrative:
A product investigation is in progress.

Event description:
Pain - vaginal vulvovaginal pain. Tampon caused pain medical device site pain. Uncomfortable - vaginal vulvovaginal discomfort. Shortened tampon caused discomfort medical device site discomfort. Breaks (tampon) device breakage. Pain when breaks coming out - tampax tampon complication of device removal. Tampons have shortened device physical property issue. Case narrative: consumer reported via e-mail that tampons have shortened and they break coming out. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Pain - vaginal [vulvovaginal pain] tampon caused pain [medical device site pain] uncomfortable - vaginal [vulvovaginal discomfort] shortened tampon caused discomfort [medical device site discomfort] breaks (tampon) [device breakage] pain when breaks coming out - tampax tampon [complication of device removal] tampons have shortened [device physical property issue] case narrative: consumer reported via e-mail that tampons have shortened and they break coming out. No serious injury reported.